Event description:
Right breast pain (burning sensation), heart palpitations, hoarse throat and scraping of the throat (mucus), hands and feet cold all the time even in summer, dehydration, frequent urination even during the night, pigmentary spots in the face, pain in the right lung in case of deep breathing, frequent itching on the body but especially to the breasts, muscular and articular pains, acute pain in the right ear without reason, right arm and shoulder pain, neck and back pain, lack of energy, non-restorative sleep, stomach and fragile liver, hormonal imbalance (testosterone too high), onset of arthritis in hands on waking in the morning and dry eyes.